Event description:
(B)(4) was notified of this event on (B)(6) 2014. On (B)(6) 2014, a pt was injected with 0.75ml of radiesse dermal filler in the nose area (whole nose). On the day of the injection, the pt did not complain of any discomfort. On (B)(6) 2014, the clinic consultant called the pt to ask her the status of nose and pt replied its fine. On (B)(6) 2014, the pt called back to clinic and she said there was pus on her nose and she went to see a doctor at the hosp. The doctor prescribed antibiotics, oral and IV. On (B)(6) 2014, pt went back to the clinic and the injector asked pt to do hyperbaric (hbot) oxygen treatment. The pt did hbot on (B)(6) 2014 at night and on (B)(6) 2014 in the morning. The clinic booked 20 times hbot to pt.

Manufacturer narrative:
(B)(4): the injector thought this case was vascular occlusion that led to a necrosis. As of (B)(6) 2014, the (B)(4) office spoke to the clinic supv and the pt is getting well now. The pt was at hosp on (B)(6) 2014 and (B)(6) 2014 for IV antibiotics treatment only. The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.